Event description:
On 04/19/2022, it was reported by a sales representative via sems that an ar-8973r-38-130 3.8x130mm fibula nail, right had an issue. The talon on the nail would not deploy, a smaller nail was used. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging an inserter within the screw during use.